Event description:
A company representative was following up on patients whose devices were potentially at end of service when she was informed that the patient had passed away. The cause of death was not reported however it was known that the patient's physician had retired since the patient's passing and therefore follow-up with the medical professional was not possible. An internet search found the date of the patient's death however a cause of death was not listed. Manufacturing records for the vns lead and generator were reviewed and they confirmed that both devices passed quality control inspection prior to distribution. A search of the programming history database found that a month prior to passing away a diagnostic test showed that the device was performing within acceptable limits and was not at end of service. No additional relevant information has been received to date.